Event description:
Technical services received a call on 11/19/2012 from sales rep. The patient has a riata and hospital is concerned in regards to exposed wire. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).